Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device would not power up and further noted that broken bosses were found on the computing program case and therefore the computing platform was replaced and that the device had a medtronic patient interface (mpi) firmware error during its final functional test (fft) load and therefore the mpi board was replaced.

Manufacturer narrative:
Failure analysis was performed on the computing platform (cp) and the medtronic patient interface (mpi). A charged battery was inserted into the returned cp assembly. The keyboard light-emitting diodes (leds) flashed but did not power up when the power button was depressed thus confirming the reported event. The power-up failure was localized to the cp or the solid state drive (ssd). The mpi was inserted into an engineering device. The power-up produced system errors which verified the reported event from service and repair. Conclusion: the reported event was confirmed to be caused by cp failure. The service and repair event was confirmed caused by corrupted system data.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was not turning on, and that if the charger was connected the "battery charging" green light was not on and the blue light in the power button was not blinking. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.